Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramps") and genital haemorrhage ("heavy bleeding / clotting") in a female patient who had essure (batch no. 20193380) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "procedure: hysteroscopy, d&c, essure and endometrial ablation" and device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included body mass index normal. Concomitant products included alprazolam, obetrol (adderall) and sertraline (zoloft). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of weight increased ("weight gain"), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal vaginal bleding"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), the second episode of weight increased ("weight gain") and abdominal pain ("abdomen pain"). The patient was treated with surgery (underwent a laparoscopically assisted vaginal hysterectomy on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower, genital haemorrhage, abdominal distension, fatigue and vaginal discharge outcome was unknown, the vaginal haemorrhage, menorrhagia, dyspareunia and abdominal pain had resolved and the last episode of weight increased had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, dyspareunia, fatigue, genital haemorrhage, menorrhagia, vaginal discharge, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: plaintiff's was forced to undergo a major surgery as a result of her essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and medical record received: the events abnormal vaginal bleeding, menorrhagia, dyspareunia, fatigue, vaginal discharge, weight gain, abdomen pain, essure confirmation test not done, medical device monitoring error added. Lot number, reporters, concomitant medication, events outcome added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramps") and genital haemorrhage ("heavy bleeding / clotting") in an adult female patient who had essure (batch no. 20193380) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "procedure: hysteroscopy, d&c, essure and endometrial ablation" and device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included adhd and obsessive-compulsive disorder. Concurrent conditions included body mass index normal. Concomitant products included alprazolam, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) and sertraline hydrochloride (zoloft). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge") and was found to have the first episode of weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating") and abdominal pain ("abdomen pain") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery (underwent a laparoscopically assisted vaginal hysterectomy on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower, genital haemorrhage, the last episode of weight increased, abdominal distension and vaginal discharge outcome was unknown and the vaginal haemorrhage, menorrhagia, dyspareunia, fatigue and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, dyspareunia, fatigue, genital haemorrhage, menorrhagia, vaginal discharge, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: plaintiff's was forced to undergo a major surgery as a result of her essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Outcome of the event weight gain and fatigue updated to recovered / resolved. Medical history added from pfs. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramps") and genital haemorrhage ("heavy bleeding / clotting") in a female patient who had essure (batch no. 20193380) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "procedure: hysteroscopy, d&c, essure and endometrial ablation" and device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included body mass index normal. Concomitant products included alprazolam, obetrol (adderall) and sertraline (zoloft). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of weight increased ("weight gain"), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), the second episode of weight increased ("weight gain") and abdominal pain ("abdomen pain"). The patient was treated with surgery (underwent a laparoscopically assisted vaginal hysterectomy on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower, genital haemorrhage, abdominal distension, fatigue and vaginal discharge outcome was unknown, the vaginal haemorrhage, menorrhagia, dyspareunia and abdominal pain had resolved and the last episode of weight increased had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, dyspareunia, fatigue, genital haemorrhage, menorrhagia, vaginal discharge, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: plaintiff's was forced to undergo a major surgery as a result of her essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramps") and genital haemorrhage ("heavy bleeding / clotting") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain") and abdominal distension ("bloating"). The patient was treated with surgery (underwent a laparoscopically assisted vaginal hysterectomy on (B)(6) 2013. At the time of the report, the abdominal pain lower, genital haemorrhage, weight increased and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, genital haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff's was forced to undergo a major surgery as a result of her essure implants. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.